Event description:
It was reported that eleven months and thirteen days post port placement, the catheter was allegedly found to be cracked. It was further reported that, a crack was allegedly found at the connection between the port body and the catheter when the port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. A partial circumferential break was noted 10.6cm from the port body and a longitudinal split was noted on the attached catheter. The edges of the partial circumferential break on the attached catheter were noted to be jagged. Upon infusion, a leak was observed from the partial circumferential break on the catheter. Aspiration was attempted but was unsuccessful. Therefore the investigation is confirmed for the reported fracture issue. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that eleven months and thirteen days post port placement, the catheter was allegedly found to be torn. It was further reported that, a crack was allegedly found at the connection between the port body and the catheter when the port system was removed. There was no reported patient injury.